Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that there was no evidence of physical damage to the battery compartment or cap and indicated that there was no noted moisture ingress related to the complaint. The reporter declined returning the pump to animas at the time of contact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/13/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/30/2015 with the following findings:several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The display lens was observed to be missing. The battery compartment was observed to be cracked in the thread area and below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found.